Manufacturer narrative:
Other applicable components are: product ID: 9736113, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site went to download scans on the software and got an error message stating "usb 3-5: device descriptor read/8, error -110". The site tried to reboot the system, and when it came back up it went into the ubuntu grub menu. The site chose to not use this system for an upcoming case. A manufacturing representative went to the site on the day of the event, and it was noted that the system booted up for him with no error message or grub menu. There was no patient involved.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.